Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air on set alarm which was reproduced during evaluation as a reload set alarm; no air in line alarms were reproduced during evaluation. Air in line alarms were verified through a review of the event history log, but it could not be determined whether or not these were true alarms. A failed ultrasonic sensor was identified through the evaluation process. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "air on set". There was no patient involvement. No additional information is available.